Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s cartridge instructions for use: "replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. This can cause very high or a very low blood glucose." Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. H3 other text : device not returned

Event description:
It was reported that the customer experienced a blood glucose (bg) level of "high"; specific value not provided. Cause of bg was unknown. Customer delivered a correction bolus via the pump to address bg. A system check was performed, and it was found that the customer was using off label insulin (admelog) within the pump supplies, that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin, and reportedly the customer overfilled the cartridge. Recommendation was made to consult with a healthcare provider regarding diabetes management.